Manufacturer narrative:
The device was not returned for evaluation. The exact cause of the reported event cannot be determined. The fa-558 flexible grasping forcep instruction manual warns users ¿do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Keep instruments separate from one another to avoid damage. To ensure satisfactory performance, perform the prescribed inspections and operational tests as recommended.¿

Event description:
Olympus was informed that during an unspecified procedure, two of the grasping forceps used would not grasp tissue. After the surgeon withdrew the second forceps, it was noted that a screw was missing. The surgeon searched the patient's bladder with a non olympus cystoscope and was unable to locate the screw. It was reported that the surgeon believes that the screw was missing prior to use. A third forcep was used and the wire broke at the handle causing the forcep not to work. The intended procedure was completed with a fourth different device. There was no patient injury reported. Additionally, the user facility reported that post procedure the office manager searched the sterile sink for the missing screw but was unsuccessful.

Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer (OEM) investigation. The device was returned to the OEM and the OEM was unable to duplicate the reported device issue. It was noted that the finger rings were pulled beyond their intended stopping point, and were approximately flushed with the thumb ring. The distal end of the device was visually inspected under magnification. It was noted that the actuation wire was no longer connected to the jaw links. The actuation wire was inspected under magnification and it was noted that the braze material was degraded and a green, rust-like substance was observed. The degradation of braze material was determined to be an end-user induced defect as there were no defects found related to manufacturing identified during the device evaluation. Therefore, the root cause of the reported event could not be identified.